Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received nail holding screw was found to be significantly damaged and worn out around the threads and the received nail handle was also completely worn out. Significant fretting marks running over the whole circumference were visible on the outer surface of the shaft of the nail holding screw close to the beginning of the thread. Corresponding fretting marks running over the whole circumference were also visible inside the tube of the nail handle. Hitting marks were furthermore identified on the reception of the nail handle. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿always treat the instrument carefully to avoid surface damage or alterations to the geometry. The design of the instrument must not be modified in any way. Before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other. During the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure.¿ based on investigation, the root cause was attributed to a user related issue (inadequate handling). Corresponding fretting marks running over the whole circumference were also visible inside the tube of the nail handle. Fretting marks are a rare but known reaction if these materials come in contact which each other. During screwing into the nail it is possible that the nhs gets in contact with the inner surface of the tube of the nail handle and friction occurs due to a suboptimal (slight oblique) axial insertion. In combination with small tolerances it is possible that cold welding occurs. The appearance of the damage indicated that the devices got jammed by ¿cold welding¿ due to friction corrosion being caused by high surface pressure. Most likely high surface pressure generated by high load applied to the nail holding screw had led to the damage found. Local surface pressure may arise when the items are assembled under misalignment. If any further information is provided, the complaint report will be updated.

Event description:
Sales rep reported that: " the fixing screw has remained stuck in the nail holder." Surgery was completed successfully "by opening the second deposit at the establishment." Clinical consequences for the patient: "no, because the team checked the assembly of the devices before working on the patient and that by chance the second set of instruments in storage had not been used." Delayed by 15 min. Additional medical intervention necessary: no.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Sales rep reported that: " the fixing screw has remained stuck in the nail holder." Surgery was completed successfully "by opening the second deposit at the establishment." Clinical consequences for the patient: "no, because the team checked the assembly of the devices before working on the patient and that by chance the second set of instruments in storage had not been used." Delayed by 15 min. Additional medical intervention necessary: no.